Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charger was unable to locate the ipg. The patient had previously suffered a fall, however she did not think it affected her system. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient last recharged the ipg (B)(6) 2016.

Event description:
Follow up inoformation identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.